Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-feb-07. H6: investigation summary a vet syringe from lot#: 1102439 was returned. The provided syringe exhibited the same condition observed in the photos initially provided. Customer returned several images of a vet syringe. The thumb press has been broken off the end of the plunger. Additionally, the plunger cap has been broken, with cracks and shards missing from its surface. A review of the device history record was completed for batch#: 1102439 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of a broken plunger rod. Root cause for this defect cannot be determined.

Event description:
It was reported while using bd pet syringes 3/10ml 12.7mm x 29g a plunger was found broken and non sterile. The following information was provided by the initial reporter: batch#: 1102439, material#: 323000. It was reported that there was a broken plunger rod and cap. The syringe was not used and was received broken out of the package. The inner package (bag) and outer packaging (box) showed no signs of damage. Product has been saved if needed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pet syringes 3/10ml 12.7mm x 29g, a plunger was found broken and non sterile. The following information was provided by the initial reporter: batch#: 1102439, material#: 323000. It was reported that there was a broken plunger rod and cap. The syringe was not used and was received broken out of the package. The inner package (bag) and outer packaging (box) showed no signs of damage. Product has been saved if needed.

Manufacturer narrative:
H6: investigation summary: customer returned several images of a vet syringe. The thumb press has been broken off the end of the plunger. Additionally, the plunger cap has been broken, with cracks and shards missing from its surface. A review of the device history record was completed for batch # 1102439 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of a damaged plunger cap. Based on the images received, bd was able to confirm the customer¿s indicated failure of a broken plunger rod. Root cause for this defect cannot be determined.

Event description:
It was reported while using bd pet syringes 3/10ml 12.7mm x 29g a plunger was found broken and non sterile. The following information was provided by the initial reporter: batch# 1102439 material# 323000. It was reported that there was a broken plunger rod and cap. The syringe was not used and was received broken out of the package. The inner package (bag) and outer packaging (box) showed no signs of damage. Product has been saved if needed.